Event description:
It was reported that the cassette was locked and attached correctly and get this error message: 'cassette locked but not attached. Unlock cassette and reattach'. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to verify the reported problem. It was determined that the defective flex circuit sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.